Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving sufentanil (asked unknown mcg/ml at asked unknown mcg/day) via an implantable pump for unknown indications for use. It was reported that patient was supposed to get the pump refilled, but she has been sick on and off. Per the patient the pump is beeping and making all sorts of sound, the pump as been beeping for at least 5-6 days now the patient did not want to refill the pump and wants the pump taken out because it is not a good marriage. The patient was calling to find out if she is in medical danger leaving the pump in her body like getting an air embolism. The patient stated they have a telehealth appointment with her healthcare provider tomorrow.